Event description:
Reportedly, the ICD involved I this MDR report was explanted and returned for analysis due to the delivery of numerous inappropriate shocks. In addition, the device reached end of life.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.